Event description:
Our facility is reporting our ongoing contamination concerns within our medline custom surgical packs. This issue has been reviewed and discussed over the course of several months. Medline has done internal investigations, evaluated their sterile processing procedures and implemented heightened inspections to production runs. Despite these actions we are continuing to see issues with our packs. We have had weekly meetings with the medline team as an attempt for resolution and given the continued findings, we are at a point where escalation and alignment on next steps are necessary. Acceptability standard for our medline custom packs, there is no acceptable variance for visible contaminants. Any visible foreign material ¿ including hair, lint, dust, cardboard, or other particulate ¿ renders the product nonconforming and unacceptable for patient use. This is a patient safety expectation and not a preference or quality interpretation. Context this issue has been discussed over several months and is not isolated to a single event. The concern is elevated by: the critical nature of the product (surgical services). The variety of contaminants identified. The intermittent but recurring nature of the findings. Delay and/or cancellation of surgical procedures. Starting in sept 2025, there have been 55 total variances reported. Ranging in various packs including heart packs, eye packs, major neuro packs, knee arthroscopy packs, laparoscopy packs, plastics packs, ortho packs and t & a packs. These instances are still being reported through today's date. While there were weeks with no reported variances, the recent recurrence indicates the issue is not yet fully controlled. Even infrequent contamination in a surgical pack remains unacceptable. Our current actions are to do the following: any pack with visible contamination should not be used, removed from service, and turned into value analysis for vendor review. Variances should continue to be reported and documented. Photo documentation should be captured, when possible, to support investigation and follow-up. Our focus remains on patient safety, staff confidence, and ensuring appropriate controls are in place for high-risk products. Pt code: 4582. Device code: 1120. Reference report#: mw5184313 mw5184314, mw5184315, mw5184317, mw5184318, mw5184319, mw5184320.